Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported from follow-up information obtained from the clinic that the shocks the patient received are appropriate therapy, and that the patient says their implantable cardioverter defibrillator (ICD) went haywire whenever they receive a shock.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the battery of their implantable cardioverter defibrillator (ICD) went haywire. The patient stated that it went off and shocked them twice without warning. The ICD remains in use. No further patient complications have been reported as a result of this event.